Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient encountered a power on reset (por) condition over a year ago. The rep did not know when the por occurred, but noted that it caused battery longevity "to show new implant with an asterisk." It was noted that there was a lack of activity after (B)(6), but this was determined to be because the implant was turned off at that time. Measurements taken were 0+ 2- 3- 2.6 volts 210 pulse width and 14 hertz with elective replacement at 2.22 years and end of service at 3.08 years. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.